Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pre-syncopal patient presented in the emergency room after receiving an inappropriate high voltage shock from the implantable cardioverter defibrillator. Upon interrogation of the device, noise and capture anomaly was observed on the right ventricular lead. The high voltage therapy was disabled and external defibrillation support was provided. The lead was capped and replaced on 6/29/18. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically and it was nearing elective replacement. The patient was well post procedure.